Manufacturer narrative:
B1 adverse event - corrected - no adverse event b2 outcomes attributed to ae - corrected - no other serious (important medical events) b5 - executive summary - updated h1 type of reportable event - corrected - no serious injury h6 clinical signs code grid - updated h6 health impact code grid - updated h6 device code grid - updated the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that three hours after an endovascular procedure involving the subject stent, the patient experienced bleeding and a drop in blood pressure. The manufacturer has requested patient status; however, as of today, no additional information is available. Update: based on further review of complaint details, it is clarified that the relatedness of the adverse event of hemorrhagic shock to the subject stent is not specified and adverse event was the side effect of cangrelor. The exact issue with the subject stent is unknown/unclear.

Manufacturer narrative:
H3 other text : the device remains inside the patient.

Event description:
It was reported that three hours after an endovascular procedure involving the subject stent, the patient experienced bleeding and a drop in blood pressure. The manufacturer has requested patient status; however, as of today, no additional information is available.